Manufacturer narrative:
Device evaluated by MFR: the promus element mr ous 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and is within the maximum crimped stent profile measurement. The bumper tip of the device was examined and slight damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. The moderately stenosed, 24mm in length target lesion was located in the mid left anterior descending artery (lad). A 3.00x24mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was mildly lifted. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The moderately stenosed, 24 mm in length target lesion was located in the mid left anterior descending artery (lad). A 3.00 x 24 mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was mildly lifted. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.